Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the cable of the mega suturecut needle driver instrument was broken. A backup instrument of the same kind was used to complete the procedure with no patient harm. The issue did not cause a delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a frayed grip cable at the grip hub location. Some filaments of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. Additional observation found unrelated to the reported complaint: upon removal of the instrument housing, the flush tube guide was determined to be dislodged. A visual examination was conducted, revealing the presence of a rattling noise from within the instrument's housing. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.